Event description:
The patient had contacted lifescan and reported that their one touch profile was reading inaccurately high. A comparision was done between the patient's meter and the lab. They had reported a blood glucose result of 196 mg/dl with a lifescan meter and was comparing it with a result of 251 mg/dl on a laboratory device, performed within 20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. During troubleshooting, it was verified that the meter was in the right unit of measurement(mg/dl) and that it was coded correctly tomatch the code on the test strip vial. Their test strips were in good condition and within the expiration date. They were walked through a control solution test, which failed outside the range. They were asked to retest, but the second test failed as well. The patient did not receive any medical attention or treatment. However, there is no information to suggest that the patient experienced injury due to the product malfucntion since the accuracy test failed on the meter, and also because two control solution tests were out of range. A replacement meter was sent to the patient.